Event description:
The stent was uneventfully placed across the aneurysm neck between the internal carotid artery (ica) and the middle cerebral artery (mca) junction. Following the second non- boston scientific coil placement; the physician lost access with the non-boston scientific microcatheter to the aneurysm. During repositioning of the microcatheter, it was caught on the stent, "potentially agitating the stent causing a vasospasm." This occurred approximately 30 minutes post the stent placement, the significant vasospasm was noted just beyond the distal edge of the stent in the left mca. The physician unsuccessfully attempted to treat the vasospasm. The physician stated that the patient is "not doing well" and is being kept intubated as a precaution after the procedure. No other details were provided.

Event description:
The stent was uneventfully placed across the aneurysm neck between the internal carotid artery (ica) and the middle cerebral artery (mca) junction. Following the second non- boston scientific coil placement; the physician lost access with the non-boston scientific microcatheter to the aneurysm. During repositioning of the microcatheter, it was caught on the stent, "potentially agitating the stent causing a vasospasm." This occurred approximately 30 minutes post the stent placement, the significant vasospasm was noted just beyond the distal edge of the stent in the left mca. The physician unsuccessfully attempted to treat the vasospasm. The physician stated that the patient is "not doing well" and is being kept intubated as a precaution after the procedure. No other details were provided.

Event description:
It was reported during the posterior communicating artery (pcom) aneurysm stent assisted coil embolization, a vasospasm in a distal artery had occurred. No further information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted and was not available for analysis. The cause of the non-bsc microcatheter was caught on the stent, "potentially agitating the stent causing a vasospasm", could not be definitively determined. It is most likely some operational factors caused the reported device interaction with another device. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this had caused and/or contributed to the reported vasospasm. Vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.